Manufacturer narrative:
Info was rec'd from a journal article. Eval summary: it is not known at this time if the products were zimmer products. No devices or photos were available; therefore, the condition of the components is unk. Some details from the revision procedure were provided. It was described that the revision was done to correct acetabular component malposition. X-rays were not provided. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. The most likely cause of the revision and recurrent dislocation is acetabular component malposition, as stated in the case report. However, with the info provided, it cannot be determined if the implant was malpositioned during the initial surgery or if it migrated afterward. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It is reported that the pt was revised for recurrent dislocations. Malposition of acetabular component was corrected and a larger femoral head was implanted.